Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number (0001822565-2017-04094). Upon receipt of additional information, this report will be completed under manufacturing report number (0002648920-2017-00515).

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that product will not be returned to zimmer biomet for investigation due to the device remaining implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a knee arthroplasty, the screw was missing from the plate. The surgeon went ahead and implanted the product in the patient with the screw missing.